Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer stated that the button error alarm occurred during a set change. The customer did not recall any significant events leading up to the error alarm. Blood glucose level was 162 mg/dl at the time of the incident. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
The date of event was incorrect in the initial report. The correct date of event has been provided with this report.